Manufacturer narrative:
The fabius device log was analyzed. On the date of the reported event, (B)(6) 2016 the entry "membrane pressure high" was logged. This event is logged when the membrane vacuum exceeds the maximum value of "250mbar for automatic ventilation. In this state, as a precautionary measure, the ventilator stops working. During onsite inspection the vacuum pump was found to be at -266mbar other than required at around -200mbar. This variation has caused the reported symptom. No other discrepancies noted. After pump calibration the device was tested and passed all tests according to specification. Unfortunately the exact root cause of the increased vacuum pressure could not be determined. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail". Switching to manual ventilation possible. Monitoring is still functional. The fabius was returned to use with no further problems reported.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was ventilated manually. No patient injury reported.